Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "1069" to "2900". The lot # 3000341751 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port was in 2 pieces and that the co2 connector was disconnected/not attached to the btt port. They had to open another kit to be able to start the case and were able to finish the case with no other issues. There were no patient affects and about a 3 minute delay in starting the harvest.